Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was in eri and the charge times was greater than 19 seconds. The battery longevity was less than expected. The ICD was explanted and replaced. It was further reported that the left ventricular (lv) lead was causing diaphragmatic stimulation. During the ICD change out, the lv lead placement was assessed and found to only cause diaphragmatic stimulation in one location and in one particular body position. The lv lead was left in use at the most appropriate position. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 6947, implantable tachy lead, (B)(6) 2003; 5076, implantable pacing lead, (B)(6) 2003. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.